Manufacturer narrative:
No product is being returned for the evaluation. (B)(4).

Event description:
Using biosure ha for the first time. Surgeon did not tap when attempting to drive the screw into the btb graft in the femur, biosure ha screw did not seat easily into the femur or the tibia. Tibial screw removed, advised to use tap, also did not drive the tap all the way. Screwed again, screw did not seat fully, retapped, seated screw. Sutures holding graft snapped. Graft was loose. Screws and btb graft removed allograft attempted, guidewire bent, removed, screwed without guidewire. Graft still loose, stands of graft shredded at the boneplug. Removed. Gracilis graft harvested from patient, and fixed with cross pin and staples.